Manufacturer narrative:
(B)(4). The analysis found that one long60a device was returned in good visual condition and with one ecr60b cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). A surgical photograph was returned and it is believed the cause of the issue was the tissue was too thick for a blue staple cartridge selection. It is also believed the three point gap control attempted to bring the tissue thickness into compliance for a blue cartridges specified thickness however the forces became too great causing the staple cartridge channel and staple cartridge to deck deflect and the staple legs to rotate out of alignment with their associated staple forming pockets.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the surgeon reported that on the first firing (green load), the device felt different than typical and it was difficult to fire. The load did however fire and staples formed. On the second firing (blue load), the stapler fired but all the staples did not form correctly. According to the surgeon, a number of the staples had straight legs. The case was completed using a clip applier on the area of concern and a new device was opened to complete the gastric firings. There were no patient consequences.